Event description:
It was reported while using bd plastipak¿ syringes air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: one syringe was filled with 0.9% naci, on a syringe pump and connected to a 3-way catheter via an extender, during service, an air entry was noted.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: one syringe was filled with 0.9% naci, on a syringe pump and connected to a 3-way catheter via an extender, during service, an air entry was noted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-oct-2022 . H6: investigation summary one used sample from an unknown lot were provided to our quality team for investigation. Though visual inspection, damage is observed in the barrel of the used syringe. As a result, the syringe leaks when the stopper moves across this point and can stimulate air entrance when the syringe is used in a pump. As the lot for the additional incident is unknown, a device history review could not be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, based on the sample returned, it was determined the damage was likely related to damage caused during the assembly process, by a trigger in the silicone station.